Event description:
Per sales rep the surgeon was doing a tumor case and the surgeon used hydroset off label. The surgeon put hydroset over gelfoam at an expansion over 4cm.

Manufacturer narrative:
Investigation is ongoing.